Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing ccpd therapy when he expired. Per the hpm, the patient¿s cause of death was a cardiac arrest due to the patient¿s significant cardiac comorbid conditions. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. During follow-up, the hpm reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while on the liberty cycler. The machine alarmed around 3:00am. The patient and care provider both were awaken and the care provider cleared alarms to resume treatment. The care provider awoke around 7:30am to wake the patient, but he was deceased. The treatment data for (B)(6) 2025 did not transmit. The machine has been picked up. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient passed away on (B)(6) 2025 while undergoing continuous cyclic pd (ccpd) on a liberty select cycler. The hpm reported the liberty select cycler alarmed at approximately 3:00 am, which woke the patient and his spouse. For an unknown reason, the patient¿s treatment data from (B)(6) 2025 did not transfer; therefore, the alarm type is unknown. However, the patient¿s spouse reported the device alarm cleared without issue, and the patient¿s treatment was completed. When the patient¿s spouse awoke at approximately 7:30 am, she discovered the patient was not breathing and called emergency medical services (ems). The patient¿s spouse began performing cardiopulmonary resuscitative (CPR) measures, however once ems arrived and evaluated the patient, it was determined the patient had passed some time before he was discovered. The hpm stated the patient¿s expiration was due to a cardiac arrest and his multiple cardiac comorbid conditions. Additionally, the hpm stated the serious adverse events were unrelated to any fresenius device(s), drug(s), and/or product(s) deficiency or malfunction.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while on the liberty cycler. The machine alarmed around 3:00am. The patient and care provider both were awaken and the care provider cleared alarms to resume treatment. The care provider awoke around 7:30am to wake the patient, but he was deceased. The treatment data for (B)(6) 2025 did not transmit. The machine has been picked up. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient passed away on (B)(6) 2025 while undergoing continuous cyclic pd (ccpd) on a liberty select cycler. The hpm reported the liberty select cycler alarmed at approximately 3:00 am, which woke the patient and his spouse. For an unknown reason, the patient¿s treatment data from (B)(6) 2025 did not transfer; therefore, the alarm type is unknown. However, the patient¿s spouse reported the device alarm cleared without issue, and the patient¿s treatment was completed. When the patient¿s spouse awoke at approximately 7:30 am, she discovered the patient was not breathing and called emergency medical services (ems). The patient¿s spouse began performing cardiopulmonary resuscitative (CPR) measures, however once ems arrived and evaluated the patient, it was determined the patient had passed some time before he was discovered. The hpm stated the patient¿s expiration was due to a cardiac arrest and his multiple cardiac comorbid conditions. Additionally, the hpm stated the serious adverse events were unrelated to any fresenius device(s), drug(s), and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.